Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The representative stated that the pump was sent to analysis, and the catheter was still connected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving hydromorphone (2.5 mg/ml at 1.6 mg/day) via an implantable pump for an unknown indication for use. It was reported the patient experienced symptom return. The event date was noted as (B)(6) 2017 and occurred during device follow-up. X-rays were performed on the pump and catheter, and no abnormalities were observed. There were no alarms, and the "alamreservoirvolumen" was correct. Interventions included a pump replacement on (B)(6) 2017. Intraoperatively, it was discovered there was more fluid (drug) in the pump bag. There were no reported contributing factors. The issue was resolved, and the pump would be returned. The patient status was alive - no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis identified significant damage to the reservoir septum while implanted that resulted in leaking. Analysis identified coring/tears/cuts in the seal of the sc connector that met leak criteria. Patient code (B)(4) no longer applies, as the analysis findings indicate the fluid buildup was likely due to leaking from the reservoir septum/sc connector. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Further initial reporter information was received.

Manufacturer narrative:
Device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the pump showed no volume discrepancies between the aspirated and calculated drug volumes. Since the patient showed underdosing symptoms, the clinic performed a revision. When opening the pump pocket, they observed fluid in the pump pocket. The type of fluid (drug/liquor) was unknown.